Event description:
It was reported that the patient presented for routine pacemaker check. Upon device interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). Meanwhile, the occasional rv lead noise led to occasional rv oversensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
New information received notes there are recurrent noise with no atrial capture and impedance fluctuation issue noted on the ra lead. The patient was in stable condition.